Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self test and off no power test. No battery out limit alarm noted. Device received with intermittent button response due to corroded keypad traces. Device received with scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported that the buttons on the insulin pump are not responding. Customer stated she removed the battery and received a battery out limit alarm and is unable to clear it. Customer does not recall any significant events leading to the alarm. Blood glucose level 128 mg/dl. Nothing further reported.